Event description:
It was reported that the patient has expired approximately after implant duration of .20 months, due to multi-system organ failure. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.